Manufacturer narrative:
Product has been requested but not received yet. If sample arrives, a complete report will be sent upon completion of investigation by MFR.

Event description:
Incident reported as: the scrub tech actuated the punch several times before passing it to surgeon, at which time it did not work. The graft was torn and lacerated. An additional graft was attained using a different device. This caused a delay in surgery. No pt injury reported.